Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a pacing problem and the device was over-sensing. It was also reported the lead dislodged, displayed high threshold due to high impedance, and there was over-sensing. Re-programming was performed by changing the configuration parameters. It was later determined the problem was most likely in the ¿header connection since over-sensing was observed during movement of the patient¿s arm and shoulder and over-sensing was observed if the device was shaken at the location of the pocket. The right ventricular pacing alert was ¿turned off.¿ the device and lead remain in use and the physician opted to conduct more frequent follow-ups. No patient complications have been reported as a result of this event.